Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation with approximately 50 ml of solution in its bladder. Visual inspection found no evidence of flow at the distal luer when the luer cap was removed, verifying the reported condition. Microscopic examination of the flow restrictor identified micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The no flow condition occurred due to the air bubbles; however, the cause of the air bubbles was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor stopped flowing during patient infusion of fluorouracil (diluent unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.